Event description:
A healthcare worker complained of burning sensation on the hands and a little mark on the stomach upon removal of a load from a completed cycle. The worker did not seek medical attention and the symptoms resolved a few hours. The facility was educated on the using the new style vaporizer plate.